Event description:
Event description cpi received information that when the patient came in for the implantable cardioverter defibrillator (ICD) replacement surgery, initial interrogation of this ICD noted it was in off mode. The ICD was removed and replaced.